Event description:
The following has been reported: nurse reported tubing secondary port (valve) would not allow for backpriming with a syringe (loosened and reconnected as well) or secondary tubing. Received priming occlusion. I have the tubing in my possession and was able to duplicate it if you'd like me to return. It has saline in the line and was not yet hooked to the patient. No patient harm. The set was received for evaluation: evaluation steps performed: visual inspection. Installed the kit on ivenix infusion system machine and ran the priming process. Underwater leak test. Observations: the kit was returned in the original packaging for evaluation. During the visual inspection it was observed that the assemblies of the kit were according to the drawing. No kinks were observed at the sample returned. The sample completed the primary bolus prime and secondary prime processes successfully. The reported alarm was not replicated. The unit back prime on secondary port was performed and no issues were detected. No leaks were found during the underwater leak test. No manufacturing defects were found in the sample received. Customer complaint is not confirmed. Root cause: disposable failures were not identified that would have created the reported defect during the sample evaluation. Probable root cause could be related to the customer used a syringe with small volume. Small volume syringes and low infusion rates increase the likelihood of resistance causing upstream occlusions on the lvp. Based on the technical user documentation, in the event that occlusions are observed, back prime to loosen the plunger. If that does not resolve the upstream occlusion: 1. Remove the syringe from the administration set. 2. Manually exercise the plunger to free up the resistance. 3. Reconnect the syringe. 4. Restart the infusion. If upstream occlusions persist, remove the syringe and deliver the medication manually. A CAPA or event will not be opened as no manufacturing defects were found during the sample evaluation. Product functioned as designed, alarm was not reproduced in the ivenix sample lab device and back prime on secondary port was performed and no issues were detected. Reporting due to referenced issue. No adverse effects were reported. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.